Manufacturer narrative:
The reported field event of lead connection issue was confirmed during analysis. The left ventricular lead is4 set screw was stripped and septum debris were observed inside the cavity. The atrial lead is1 set screw was revealed to be completely backed out from the set screw thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally. The connection issues were consistent with the procedure. Additionally, interrogation of the device revealed that it was above elective replacement indicator (eri) level when received. Furthermore, the device pacing lead impedances and sensing were tested on the bench and they were observed to be normal.

Event description:
During a device upgrade procedure, the leads were attached to the new device and all electrical measurements were normal and in range. While closing up the patient, the left ventricular (lv) was dislodged due to an operator error. The leads were unattached from the device and the lv lead was repositioned. Upon attaching the leads into the device, the lv set screw did not turn and the lv could not properly attach. In addition, the atrial lead would not fixate into the device due to a set screw issue. In the end, no lv lead was implanted because it became inappropriately attached in the header so the device had to be removed with the lv lead attached. The atrial and right ventricular leads were attached appropriately to the old device to finish the procedure. The patient was stable.